Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed that the leak was caused by a broken spring on the blood sampling valve (bsv) knob. The fse replaced and retightened the bsv knob, resolving the leak. Failure mode was attributed to a broken spring on the bsv knob. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that a few ccs of fluid were leaking from the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument and, and the customer could not identify the source of the leak. A small amount of fluid has leaked out onto the counter. There were no error messages associated with this incident. The operator was wearing a laboratory coat and gloves at the time of this event. No one has come into direct contact with any of the fluid. There was no biohazard exposure to open wounds or mucous membranes. The customer did not run any patient samples at the time of this event, so there has been no effect on patient results. There was no death or injury associated with this event.